Event description:
Sales rep. Returned the guide cannula for evaluation. It was indicated that during the insertion of the cannula with the stylet, the surface coating/insulation (at the tip) of the cannula pushed back. There was no adverse consequence for the patient or delay in surgery or anesthesia time.